Event description:
During inflation of balloon for pulmonary artery wedge pressure monitoring, pt developed frank hemoptysis & pulmonary hemorrhage. Required emergent open heart surgery to correct & control bleeding. Catheter balloon apparently ruptured branch of the pulmonary artery. Incident not attributed to equipment malfunction.